Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
The patient had respiratory failure and needed respiratory assistance due to acute lymphoblastic leukemia. 11 a.m. On (B)(6), the ventilator alerted and prompt equipment failure. It was observed that the chest had no inflation. The ventilator was disconnected and ambu was replaced immediately, then changed a spare ventilator. The patient had no blood velocity or other vital signs change.